Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of procedural pain ('gas pains after surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced procedural pain. At the time of the report, the procedural pain outcome was unknown. The reporter considered procedural pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2020: this is a deletion case due to duplicate case was found. All the information: legacy device report number 29512550-2020-04116 medwatch 3500a MFR number were transferred from retention case (B)(4). No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.